Event description:
It was reported that patient received a patient notifier due to high impedance. Lead damage suspected. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.